Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this defibrillation therapy had been programmed off due to the patient being in hospice care. The caller reported a red light or red call doctor icon due to a possible device malfunction. A fault code due to charge timeout was noted but could not be uploaded. The caller suggested the patient¿s wife could contact latitude patient services to troubleshoot; however, the family may decline due to the state of the patient. No adverse patient effects were reported.